Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported by that during an unknown procedure, the customer opened the package of the pve35a by mistake when trying to open a package of pcee45a. The customer complained that these packages looked similar and the appearance of the packages should be changed in order to avoid the mistake. Another device was used to complete the case. There were no adverse consequences to the patient.